Event description:
Extension tubing was connected directly to the central line (hub to hub) in order for the patient to go to MRI and when the nurses attempted to disconnect the tubing it broke off in the PICC catheter. The PICC had to be exchanged.